Manufacturer narrative:
Device history record review: the DHR shows no abnormalities related to the reported failure. Mayfield modified skull clamp (a1059) was returned for evaluation. The investigation of the returned device showed that the index knob was loose. The clamp passes all other functional testing other than the loose index knob. General maintenance and cleaning required. The reported complaint was confirmed.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that an intra-operative slippage of the mayfield modified skull clamp (a1059) occurred during a chiari procedure and the patient suffered a laceration. No surgical delay has been reported; however, additional information has been requested.

Manufacturer narrative:
Medwatch with uf/importer report # 2301650000-2021-8008 was received with the following additional information for this event: patient presented to operating room for chiari decompression with microdissection and mayfield skull clamp/pins were placed with supine on stretcher. When patient was turned to the prone position bleeding was noted from the left side of the head. The patient was immediately returned to the supine position on the stretcher so that the surgeon could investigate the cause of the bleeding. The surgeon stated that the skull pins had slipped, resulting in a scalp laceration approximately 2.5 inches long on the left side of the patient's head. The mayfield skull clamp was immediately sequestered. The surgeon closed the laceration with staples, a replacement device was obtained, and the patient was repositioned without incident. Surgery then proceeded as planned. Patient was described in the history and physical as being hypermobile with extremely elastic skin.

Event description:
N/a.